Event description:
Caller indicated the relion confirm meter was giving high readings. Caller woke up at 1:30 am on (B)(6), 2013 and was hypoglycemic. He stated he was sweating, dizzy, and disoriented; "sugar dropping symptoms." He did a test and received a reading of hi. He called 911 and the paramedics came and they did a blood test and they received a reading of 26. The paramedics gave him two tubes of glucagon and a shot. They did not take him to the hospital. The caller did a blood test before he went to bed that night and the meter seemed to be working properly. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.